Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported high blood glucose and stated that she was not getting insulin. The blood glucose reading was 315 mg/dl. Customer treated with manual injection. She stated that the drive support cap appeared to be normal and recessed. She found no air in the tubing and no leaks. The basal rate settings were incorrect. She also reported issues with sensor being inaccurate. Nothing further was reported.